Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead was found failure to extend and failure to retract. Helix deformation of the low voltage lead was suspected. The low voltage lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.